Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced compressor muffler filter and reset compressor circuit breaker. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the compressor on an 840 ventilator was inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.